Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The fi technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Visual inspection of the touchscreen revealed no evidence of damage or contamination. The touchscreen was tested-- the touchscreen operated as designed and passed all diagnostics testing, and resistance measurements were all in specification. The touchscreen passed the touchscreen calibration test and functioned as designed.

Event description:
Philips received a complaint by the customer on the v60 indicating that because the touchscreen froze, there was an inability to access functions. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. A field service engineer (fse) went onsite to evaluate the device. After downloading and reviewing the event log, the fse did not find any significant errors and could not duplicate the reported touchscreen fault. The fse then dismantled the user interface (ui) and checked the connectors on all of the cables and other connections. The fse reported that the voltages were within specification. The fse replaced the touchscreen for preventive measure and reassembled and performed performance verification procedures. The device was returned to use.